Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer declined further troubleshooting. Additionally, it was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. The pump was reset, a cartridge was successfully loaded onto the pump, and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.